Manufacturer narrative:
Concomitant products: dtpa2qq ICD implanted on: (B)(6) 2021 ; 6935m62 lead implanted on: (B)(6) 2021.

Event description:
It was reported that the right atrial (ra) lead became dislodged during an implantable cardioverter defibrillator (ICD) lead extraction. The ra lead was repositioned during the operation, but the next day it was reported that the ra lead exhibited under-sensing and no capture. The ra lead dislodgement was confirmed by x-ray. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.